Manufacturer narrative:
All customers with syngo imaging version line vb20, vb30 and vb35 in combination with a ris that does not work according to dicom standard are potentially affected. To remedy the above described potential problem, siemens has released a software upgrade for each affected version. This software upgrade is being released to affected customers via update instruction im038/10/s c.s.a.n.: errors in exception handling with ris. This incident occurred in (B)(6).

Event description:
The ris does not work according to dicom standards and creates duplicate study instance uids for different pts and sends the duplicate study instance uid within ris message to syngo imaging. The possibility exists that more data than the expected study is available in the study list of the pt and may not belong to the pt. This affects syngo imaging version line vb20, vb30 and vb35 in combination with a ris.